Event description:
It was reported that a right ventricular (rv) perforation was identified at a routine follow up visit for this patient. The lead was explanted and disposed of. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.